Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: boston scientific received a call to customer services on (B)(6) 2016 from the patient indicating that there was noise on his leads and that the doctor may need to replace his leads. Cs advised the patient to talk to his doctor about the issue. Attempt to obtain additional information was unsuccessful.